Event description:
Procedure: thyroidectomy. Reportedly, while using the ligasure forcep during a thyroidectomy procedure it was noticed that the blue insulation material was seen in the operative wound. Therefore, it was found that it was from ligasure forcep end so the instrument was removed from the procedure and the blue material was removed from the wound.